Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("bleeding: anemia"), fatigue ("fatigue"), migraine ("migraine"), weight fluctuation ("weight gain / weight loss"), nausea ("nausea"), dysgeusia ("metal taste in mouth") and anxiety ("anxiety/psych injury"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, anaemia, fatigue, migraine, weight fluctuation, nausea, dysgeusia and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain and weight fluctuation to be related to essure (ess205). The reporter commented: received treatment for pelvic pain, abdominal pain , dysmenorrhea, dyspareunia, menorrhagia , anemia, psych injury, fatigue, migraine, weight gain, weight loss, nausea, other, anxiety. Removal recommended by treating physician yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case become incident, previously added injury nos was replaced with pelvic pain and new events- abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, anemia, psych injury, fatigue, migraine, weight gain, weight loss, nausea, anxiety were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic'), genital haemorrhage ('abnormal bleeding (general)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)') in a 34-year-old female patient who had essure (ess205) (batch no. 1223537) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent an essure confirmation test". The patient's medical history included wrist pain, bloated feeling, heartburn, tension headaches, photophobia, phonophobia, bacterial infection due to helicobacter pylori (h. Pylori), vomited, acute sinusitis, headache, joint pain, pain right upper quadrant, buttock pain, leiomyoma, parity 3 and multigravida. Concurrent conditions included obesity, depression, vitamin b12 deficiency, vitamin d deficiency, sinus congestion, sensation of block in ear, phlegm, fibroids, uterine enlargement, pap smear, adenomyosis, hyperplasia endometrial, constipation and indigestion. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anaemia ("anemia"), fatigue ("fatigue"), migraine ("migraine/ migraine/headaches"), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight decreased ("weight loss"). On (B)(6) 2011, the patient was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal"), dysgeusia ("metal taste in mouth"), anxiety ("anxiety/psych injury"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)") and was found to have weight increased ("weight gain / weight loss: weight gain"). The patient was treated with rizatriptan benzoate (maxalt) and surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, dysgeusia and anxiety outcome was unknown and the genital haemorrhage, menorrhagia, anaemia, fatigue, migraine, weight increased, nausea, vaginal haemorrhage, weight decreased, hormone level abnormal, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal infection had not resolved. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: received treatment for pelvic pain, abdominal pain , dysmenorrhea, dyspareunia, menorrhagia , anemia, psych injury, fatigue, migraine, weight gain, weight loss, nausea, other, anxiety . Removal recommended by treating physician- yes. Current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Ultrasound abdomen - on (B)(6) 2007: gallbladder polyp.. Ultrasound scan vagina - on (B)(6) 2010: mild enlargement of the uterus with a small fibroid. Concerning the injury reported in this case, the following once were described in medical records: abdominal pain, menorrhagia, fatigue, nausea, anemia, weight gain. Most recent follow-up information incorporated above includes: on 26-sep-2019: pfs & mr received- lot number was added. New events hormonal changes, abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal), bladder or urinary problems or changes and weight loss were added. The outcome of events was updated from unknown to not recovered. Event weight fluctuation was updated to weight gain. Medical history, concomitant drugs and lab data were added. Patient's height, weight, age and race were added. Reporter's information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and genital haemorrhage ('abnormal bleeding (general)') in a 34-year-old female patient who had essure (ess205) (batch no. 1223537- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent an essure confirmation test". The patient's medical history included wrist pain, bloated feeling, heartburn, tension headaches, photophobia, phonophobia, bacterial infection due to helicobacter pylori (h. Pylori), vomited, acute sinusitis, headache, joint pain, pain right upper quadrant, buttock pain, leiomyoma nos, parity 3 and multigravida. Concurrent conditions included obesity, depression, vitamin b12 deficiency, vitamin d deficiency, sinus congestion, sensation of block in ear, productive cough, fibroids, uterine enlargement, pap smear abnormal, adenomyosis, hyperplasia endometrial, constipation and indigestion. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anaemia ("anemia"), fatigue ("fatigue"), migraine ("migraine/ migraine/headaches"), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight decreased ("weight loss"). On (B)(6) 2011, the patient was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal"), dysgeusia ("metal taste in mouth"), anxiety ("anxiety/psych injury"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)") and was found to have weight increased ("weight gain / weight loss: weight gain"). The patient was treated with rizatriptan benzoate (maxalt) and surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, dysgeusia and anxiety outcome was unknown and the genital haemorrhage, menorrhagia, anaemia, fatigue, migraine, weight increased, nausea, vaginal haemorrhage, weight decreased, hormone level abnormal, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal infection had not resolved. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: received treatment for pelvic pain, abdominal pain , dysmenorrhea, dyspareunia, menorrhagia , anemia, psych injury, fatigue, migraine, weight gain, weight loss, nausea, other, anxiety . Removal recommended by treating physician- yes. Current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Ultrasound abdomen - on (B)(6) 2007: gallbladder polyp. Ultrasound scan vagina - on (B)(6) 2010: mild enlargement of the uterus with a small fibroid.. Concerning the injury reported in this case, the following once were described in medical records: abdominal pain, menorrhagia, fatigue, nausea, anemia, weight gain. Most recent follow-up information incorporated above includes: on 18-oct-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.